Event description:
Account states that the volume function isn't working for the tv or radio. He has verified that the problem is with the bed. Account found evidence of fluid ingress on the com board and wanted to know what can be done to prevent it. Account was mailed bed's cleaning procedure and guidelines. Account replaced the utv board to resolve the alleged problem with fluid getting onto the utv board.